Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred with the proglide device. A guide wire was used to keep vessel access and a starclose se device was used. During thumb advancement, a hesitation was felt before the locator wings got to open position. Hemostasis was achieved with the starclose clip. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.